Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture, noise, oversensing and pace impedance measurements of greater than 3000 ohms. Isometrics diagnostic testing had been performed. There was no pacing inhibition observed. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned the helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 25.5-cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noise, oversensing, high impedance, and failure-to-capture were likely caused by the confirmed fracture. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture, noise, oversensing and pace impedance measurements of greater than 3000 ohms. Isometrics diagnostic testing had been performed. There was no pacing inhibition observed. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.